Event description:
Additional information received reported that the cause of the event was unknown. It was stated that there were 4 confirmed stalls with recoveries (alarms were heard by patient, stalls ranging from 9 minutes to 1 hr). The patient was seen in approximately (B)(6) 2012, in which a decrease in dosage was performed. There was a noted slight increase in spasticity then and the dose was adjusted accordingly. It was also noted that a manufacturer engineer was evaluating the issue. There was no reported increase in spasticity since then. The pump infused gablofen (was thought to be 500 mcg/ml by manufacturer representative), concentration and dosage were unknown. It was reported in (B)(6) 2013 that the patient's pump "seemed to have been working fine now." It was stated that there was only saline currently in the pump. It was reported a month later that the patient was on a very low daily dosage. The only symptom reported was the audible alarm. No telemetry strips were received. The pump was never returned to the manufacturer. There was mention of diluting medication and if it could be diluted with anything other than preservative-free normal saline. It was never confirmed that diluted solution was used or if it contributed to the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, there was a confirmed motor stall and motor stall recovery recorded in the event logs. The pump logs show motor stall and motor stall recovery messages on (B)(6) 2011, (B)(6) 2012, (B)(6) 2012 and (B)(6) 2012. The motor stall duration was around 20 minutes each with one lasting about 70 minutes. There were no other stalls or issues of note in the logs. There was no known environmental cause for the motor stalls. The pump had been refilled once since implant and the residual volume was what was expected. The patient had ms and has some clonus in her ankles in the morning but no other issues. The pump was delivering gablofen.

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).